Event description:
It was reported to philips that the operation test gives an error of disconnected paddles. There was no report of patient involvement.

Manufacturer narrative:
According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018. The customer was made aware of the end of life terms and the device remains at the customer site. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted. H3 other text : device is end of life.

Event description:
It was reported to philips that the operation test gives an error of disconnected paddles. There was no reported patient involvement.